Event description:
Customer reportedly received results of 171 mg/dl, 359 mg/dl, and 280 mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.